Event description:
The original tube was replaced on the liner actuator of helmet lock and unlock at helmet carrier part. The replacement tube does not appear to have the same spec as the original one. The spec of the tube length is 1 centimeter longer than the original one. As a result, the moving metal part of the locking mechanism touches the outer tube so that the locking wings cannot fully open.

Manufacturer narrative:
After updating the actuator in spare part 810361, the old sleigh became obsolete due to causing insufficient locking of the helmet in combination with the new actuator. Some sites have had their actuator replaced but not the sleigh, resulting in an inadequate fixation of the helmet. The corrective action is field change order (B) (4), released in october 2007, which targets the sites where only the actuator has been changed to the new type but the sleigh has erroneously been left unchanged.